Event description:
Reportedly, the subject device delivered 1 inappropriate shock on (B)(6) 2016 and 46 inappropriate shocks on (B)(6) 2016. Shock therapy functions were disabled to prevent further inappropriate deliveries. It was reported that shocks originated from noise oversensing. Re-intervention occurred on (B)(6) 2016. The subject device was replaced and should be returned for analysis.

Manufacturer narrative:
Preliminary analysis showed that the subject device operated within specifications.

Event description:
Reportedly, the subject device delivered 1 inappropriate shock on (B)(6) 2016 and 46 inappropriate shocks on (B)(6) 2016. Shock therapy functions were disabled to prevent further inappropriate deliveries. It was reported that shocks originated from noise oversensing. Re-intervention occurred on (B)(6) 2016. The subject device was replaced and should be returned for analysis.

Event description:
Reportedly, the subject device delivered 1 inappropriate shock on (B)(6) 2016 and 46 inappropriate shocks on (B)(6) 2016. Shock therapy functions were disabled to prevent further inappropriate deliveries. It was reported that shocks originated from noise oversensing. Re-intervention occurred on (B)(6) 2016. The subject device was replaced and should be returned for analysis.